Event description:
Customer reported she was hospitalized for high blood glucose over 1200 mg/dl and when she was released she had a low. Customer stated she had an infection on her finger and the doctor believes that may have caused the high. Low blood glucose was below 20 mg/dl, paramedics came to her home. Customer tends to feel ill when her blood glucose goes under 100 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.